Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer. In addition, the patient also reported asthma, lung disease, eye irritation, headache, nausea, and vomiting. Medical intervention was not specified by the patient. The device was returned to a third party service center. During the evaluation, the device was visually inspected and found no evidence of foam particles in the device. The device has been scrapped.